Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the distal conductor was distorted, all conductors were stretched, the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. The lead was received with the helix filly retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times resulting in distortion of the distal conductor within the connector.

Event description:
It was reported that during the implant attempt, the physician attempted more than 25 times to find a good position for the lead, but was unable to. After the 20th attempt, it became difficult to extend and retract the helix. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.